Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported the low glucose alarms did not sound. As a result, customer experienced symptoms described as blurred vision, weakness, and was able to provide self-treatment by taking 4 tablespoons of sugar. No third-party intervention was reported for this issue. There was no report of death or permanent impairment associated with this event.